Event description:
It was reported that upon interrogation, the right ventricular lead exhibited high impedance. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in two pieces. Final analysis found the inner coil and two filars of the outer coil fractured at 29.4cm due to fatigue. The coils were also squeezed and flattened in the area due to clavicular crush damage. Insulation abrasion was noted at 29.3 cm to 29.5 cm from the distal end, which caused current leakage in the lead.